Event description:
The manufacturer received information alleging cancer. There was no medical intervention required by the patient. During the evaluation of the device, the third-party service center. There was no evidence of foam particles or degradation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Repair evaluation information was received on 01/02/2024 and h11 is updated as: the manufacturer received information alleging cancer. There was no medical intervention required by the patient. During the evaluation of the device, the third-party service center. There was no evidence of foam particles or degradation. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service center. During the evaluation, there was zero error codes found. The third-party service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and unit got corrected. Section g and h is updated in this report